Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, active current test and self test. Pump failed the sleep current test due to moisture damage on the electronic assembly. Charge, battery lasts less than expected confirmed.

Event description:
Information received by medtronic indicated that the insulin pump battery life was diminished. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.